Manufacturer narrative:
Batch review performed on (B)(6) 2020. Lot 150457: 107 items manufactured and released on 28-apr-2015. Expiration date: 2020-03-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event since 2016.

Event description:
The patient came in, 11 months after primary surgery, reporting instability which was caused by a leg length discrepancy. The surgeon revised the 36mm biolox delta head m with a 36mm cocr head xxl. The surgery was completed successfully.